Event description:
It was reported, that the device was sent to the caller due to the handpiece not working. No case info was available. No add'l info was available.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.